Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the display was frozen and the buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The customer stated that the display did not turned off and the insulin pump did not recognize when they inserted a new battery. The insulin pump will be replaced and will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All the buttons functioned properly and no frozen display or moisture damage on the keypad traces noted. Keypad connector was properly locked. No cosmetic damage noted.